Manufacturer narrative:
Batch record review of lot a908 was conducted. There were no non conformances related to this type of events for this lot. Lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this type of failure for this specific lot. The assessment is based on information available at the time of the investigation. No product was returned by customer for investigation; therefore, no root cause could be determined. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a tubing leak that occurred during treatment. Name and function of complainant: same as reporter. Customer called to report system occlusion alarms during elutriation phase of cycle 1. Customer stated first, an occlusion patient alarm occurred, so she flushed patient's access line to clear the alarm. After restarting the procedure, occlusions system alarm occurred again. Css asked customer to check all parts of the kit for any occlusions or clotting, customer did so but did not see any. Customer resumed procedure but alarm continued to occur. Css suggested doing a saline bolus into a receptacle, customer agreed to do so. Customer reconnected the patient and resumed the procedure but alarm continued to occur. Customer asked if it would be better to restart the procedure using an xt125 small bowl instead fo the large bowl she was using now. Css suggested customer consult with the attending physician prior to deciding. Customer asked if blood/product can be returned to the patient. Css recommended customer checks all parts of the kit very carefully for any clotting or occlusion; blood/products should only be returned to the patient if there is no clotting occlusions. Customer agreed. Customer pressed stop and opened the centrifuge lid to check the bowl. When attempting to check the tubing of the bowl, the centrifuge bowl outlet line with the green striped tubing "popped" out and sprayed blood on the instrument. Css asked if she was wear the universal protective gear, customer stated she was. Css asked if customer or patient was splashed with blood, customer stated neither she nor the patient were exposed to blood. Css asked if customer's or patient's skin or eyes were exposed to blood, customer stated no, neither she nor the patient's eyes or skin were exposed. Customer did not return the kit for investigation.